Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had multiple alarms for downstream occlusion with no actual occlusion. There was attempted 3 different IV sites while transporting patient to CT scan. All IV sites patented and no kinks in tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.